Manufacturer narrative:
Additional manufacturing narrative: attempts for the return of the product as well as additional information requests have been made in order to identify the product involved in the reported event. The customer indicated that the product used for this event was discarded and the lot/serial number was not available. If new information is obtained, a follow-up report will be submitted.

Event description:
It was reported: "patient connected to telemetry pack, sitting in recliner beside nurse's station on room air. Pulse oximetry alarm spontaneously began to ring red, saying pulse ox down to 60's with good pleth waveform. Strip printed at this time. Wave spontaneously returned to 90's and stopped alarming. Patient did not complain of shortness of breath, or distress at any time during the time the monitor reported that his saturation was in the 60's. Event. Patient was wearing a regular masimo finger probe at the time of the event. No consequences or impact to patient.